Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging that the pump emitted a cs 078 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, there were call service 078-0008 alarms in thee alarm history. The rewind, load and prime steps were performed successfully. There were no alarms during testing. Unrelated to the original complaint, there was moisture visible in the display. The pump case was cracked near top right corner of display. The pump leaked at crack in case. The pump was opened; moisture damage found on the printed circuit board.